Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by clinical safety (alterra study), approximately 2 years post pulmonic valve replacement (pvr) procedure with a 29mm sapien 3 valve and alterra prestent system it was noted penetration of struts of the alterra valve at the proximal and distal stent edges with close relation to the proximal lad and inferior walk off the proximal transverse aortic arch. Per medical record review since the pvr, the patient was noted to have residual mild ps on serial echos with fluoroscopy revealing two fractures of the alterra of the very distal ends without involvement of the sapien valve. The patient had been maintained on dapt as echos had not shown the prosthetic leaflet well. An echo dated (B)(6) 2026 showed the sapien valve visualized higher in the main pulmonary within the alterra pre-stent. The patient had a trivial pvl outside the alterra pre-stent leading to trivial pi. The patient had mild ps with a peak vel of 2.6 m/sec that has been stable since the implant and has been maintained on dual antiplatelet therapy. No pulmonary valve regurgitation was noted. Of note, a pulmonary valve area and gradient values were not provided. Per the actual CT report, the physician documented, ''s/p transcatheter pulmonary valve replacement with alterra pre-stent and sapien valve. The alterra is located within the mpa, starting at the level of the pulmonary valve annulus and extending into the pulmonary artery bifurcation and proximal lpa. There is splaying of the proximal and distal aspects of the stent, with irregular spacing of the struts, likely due to a fracture, but without significant stent distortion or in-stent stenosis. At the proximal edge of the stent there is penetration of the posterior struts outside the posterior wall of the proximal mpa, with the spines closely related to the proximal lad. No evidence of mass effect or narrowing of the lad. Distally, there is penetration of the anterior wall of the pulmonary artery bifurcation and proximal lpa with the spines abut the inferior wall of the proximal transverse aortic arch. No evidence of wall thickening, extrinsic mass effect or periaortic abnormality. No evidence of associated mediastinal fluid collection or extravasation of contrast. The sapien valve is well-seated within the mid-portion of the alterra stent. Normal leaflet motion. No evidence of leaflet thickening or restricted leaflet mobility to suggest halt or ham.''